Event description:
It was reported via medwatch mw5085261 that a stroke occurred. In (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed and the patient had a watchman laa closure device implanted. On (B)(6) 2018, a transesophageal echocardiogram (tee) was taken and found the device had closed the laa. However, computed tomography (CT's) and sonograms confirmed a stroke.